Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with two 500cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture postoperatively (grade unknown). The patient felt firmness and distortion of her breasts, and the right side was more severe than the left side. The diagnosis was confirmed by a healthcare professional on (B)(6)2020. As a result, the patient underwent bilateral removal without replacement on (B)(6)2020. This report is for the right-sided prosthesis.